Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. The device history records were reviewed and no related deviations/ anomalies were identified that affect the reported event. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Unique identifier (UDI) #: n/a. Concomitant medical products: item number: 157448, item name: m2a magnum head, lot #: 573060; item number: us157854, item name: m2a magnum cup, lot #: 451440; item number: 139256, m2a-magnum liner, lot #: 705020. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2018-08144.

Event description:
It was reported that during a hip revision, it was difficult to remove the head from the trunnion. Attempts have been made and no additional information has been provided.